Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels of over 500 mg/dl from (B)(6) 2017. Reportedly, the user addressed bg level with a bolus via the pump and a supply change. The user believes the bg level was due to the site as after the site was changed, their bg level stabilized.